Event description:
The customer reported a leak when using a unicel dxc 600 synchron system. The instrument was generating error conditions for calcium results of "sample reference drift" and "reference noise" and the test results were suppressed (non-numerical). Upon troubleshooting the issue, the customer reported the ise (ion selective electrode) ratio pump was leaking from the bottom. The customer was advised to retest patient samples up to the last known good qc (quality control) in order to verify accuracy and precision of results. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. The operator wore gloves, a lab coat and goggles while operating the instrument. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and determined the customer incorrectly identified the source of the leaking to the ise (ion selective electrode) ratio pump. The fse determined the source of the leak was an ise drain overflow, caused by a valve j2 malfunction. Valve j2 was replaced to resolve the issue. Identified failure mode: the failure mode is valve j2. There were no erroneous test results associated with this event. An overflowing ise drain can impact any or all ise chemistries upon recur. (B)(4).